Event description:
The dome detached during traction removal. Indwelling period was 120 days. The primary disease is brain infarct. No medication was applied. The portion had been barely linked to the catheter and was taken out subcutaneously.